Manufacturer narrative:
The insulin pump was received with unresponsive keypad and no button response due to corroded keypad traces noted. No unexpected restarts noted and no unexpected a21 alarms noted. Unable to perform displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and e21 and a21 alarm tests due to responsive keypad. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump was alarming. Customer stated they inserted new batteries but did not have the device in storage for an extended period of time. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.